Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 370 mg/dl, treated with manual injections. Customer's mother reported customer placed the device in his pocket and his pants were a little damp, as a significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.